Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer had received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third party service center, and the customer's complaint was confirmed. A ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's machine flow sensor was replaced to address the issue. During the evaluation event codes were observed in the downloaded event log. The device's blower and system board were replaced to address these issues. The device's muffler and inlet filter were replaced per preventive maintenance protocol. These issues would not have affected the device's ability to deliver therapy as designed and would not be reportable to any regulatory agencies. The device was tested and passed all final testing.